Manufacturer narrative:
Common device name: roi-c titanium-coated implant system or ldr spine cervical interbody fusion system. Product code: ove or odp. Catalog number: cmc14xxp, mc13xxp, or mc14xxp. 510k number: k151934 or k091088. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3004788213-2021-00088.

Event description:
It was reported a revision was performed on an roi-c construct because the patient's symptoms returned. No further information is available. This is report two of two for this event.

Manufacturer narrative:
Additional information in h6: component, investigation type, findings, and conclusions. Device evaluation: product was not returned, no photos were provided. Device evaluation unable to be completed. Potential cause root cause was unable to be determined. The revision could be due to unknown surgical, patient or event factors. DHR review lot number is not known, so DHR review could not be performed. Device use this device is used for treatment. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Event description:
It was reported a revision was performed on an roi-c construct because the patient's symptoms returned. No further information is available. This is report two of two for this event.